Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after the clip was applied there was bleeding from the vessel and bile duct around the clip. The clip did not close fully. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4).